Event description:
It was reported that when the pump was getting refilled an error was made; the drug went into the patient¿s abdomen instead of the pump. It was noted that the physician did not do the pump refill. The pump was refilled by a np (nurse practitioner) that used a different procedure where she ¿milked the pump and was pushing on it¿ before the refill. During the refill, the patient felt her abdomen go numb. The patient asked the np why her abdomen went numb; she was told that it was not an issue. The patient left the office after the refill and came right back because she was not feeling right. When the patient went back to the office after the refill she could not stay awake and her vital signs were checked. The medication was aspirated back out of the pump to prove 40 cc were in the pump; 40 cc were not taken from the pump. When the medication was going back into the pump the hcp (healthcare provider) spilled the medication on the patient¿s abdomen; the physician ¿took a syringe and sucked up the spilled medication and injected the medication into the pump. The patient was told not to worry that there was filter in the pump¿. The pump was refilled in the office. The patient was decompensated and was put in a wheel chair and was brought/rushed to the ER (emergency room). The patient ¿almost went into a coma and almost needed ventilator support¿. In the ER the patient was observed. Her respirations were going downhill and her blood pressure was low. The ER felt the clonidine was causing the decreased heart rate. The ER was worried about the clonidine and dilaudid. The patient was treated with narcan. The patient was given two doses; the second dose caused her ¿to come back to life in a not so good way¿. When the patient went home her blood pressure was low, her heart rate was low and she was breathing only two times per minute, her husband had to wake her up every 15 minutes to check on her. The second night she was breathing 3 or 4 times per minute. The patient was told in the ER that one or two cc of medication did not make it into the pump. The physician told the patient that there might be a problem with a ¿flap on the pump¿; he said ¿perhaps there was a malfunction¿. Two days later the patient still felt like ¿absolute crap¿ and she was weak. It was noted that the patient was struggling to find a good doctor because she had the pump implanted and because of the drugs in her pump. At least once a year the patient was having ¿pump mishaps¿. She wanted the pump explanted. The pump was delivering clonidine, bupivacaine, dilaudid, and morphine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4)